Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the facility. The fse repaired the lid and verified the equipment according to original equipment manufacturer's instructions. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the probable causes for a cracked lid include: an external impact to the lid with a scope when it was closed, or aging degradation. Design of the device or manufacturing cannot be confirmed as factors to cause the event. The most probable cause for the reported event is user handling. The instructions for use have the following statement which can detect the event: "before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. The lid is not cracked, broken, or otherwise damaged." This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer contacted olympus to report the lid on the oer-pro endoscope reprocessor was cracked. No patient involvement or injury was reported. No additional information has been obtained.